Event description:
Additional information was received from the patient (pt). The patient repeated the same issue and stated they were advised to see a urologist after speaking with a previous agent two weeks ago,who had asked whether they had experienced an accident. The same agent told them the wire must have been pulled out due to the accident. The agent sent physician listings to the patient's email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient (pt) reported their "machine has been off for 4 months", they had been using the bathroom a whole lot, something wasn't right. Pt said they noticed they were using the bathroom more after a car accident in (B)(6) 2025 but recently noticed it's started even more. Worked with patient to synch with their implant and patient reported seeing: internal device has lost all data contact your clinician. Reviewed the meaning of the message and redirected to pt's doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Other information reported during the call: the patient said they had a car accident on (B)(6) 2025 and had been recovering. They had memory issues and headaches. Offered and sent listings. Redirected to their doctor.